Event description:
The manufacturer received information that a trilogy evo ventilator inoperative error condition occurred indicating the machine flow sensor drift above the specification. While in patient use. There was no serious patient harm or injury that occurred or was reported. Additionally, it was reported that the device is internally contaminated. The device was received at a third-party service center for further evaluation of the allegation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information that a trilogy evo ventilator inoperative error condition occurred indicating the machine flow sensor drift above the specification. While in patient use. There was no serious patient harm or injury that occurred or was reported. Additionally, it was reported that the device is internally contaminated. The device was received at a third-party service center for further evaluation of the allegation. If any additional information is received, a follow-up report will be filed. New information/evaluation: the trilogy evo was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that a ventilator inoperative error code in relation to (machine flow sensor drift above the specification) was recorded in the device event log. In conclusion, the device's machine flow sensor was replaced to address the issue. Additionally, error codes were noted in the event log unrelated to the device malfunction therefore the system board was replaced. An internal/external inspection of device found no cosmetic damage. No alarms sounded at 2nd bench run in. The device passed all final testing.